Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 3rd. Related complaint for needle clog on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (2) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported no insulin flow when priming. Both returned samples were examined and it was observed that both exhibited a bent non-patient end (npe) cannula . The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since both samples were returned after use the probable cause of the bent npe cannulas is user related. The root cause for this issuer is user related as the npe cannulas were bent after the user handled the pen needles. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow when priming. Date of event : (B)(6) 2021. Samples : available.